Manufacturer narrative:
Three devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. No further analysis could be performed as the samples were contaminated. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, photographs and two retention samples were evaluated. A visual inspection with the naked eye was performed to the photographs which did not reveal the condition of leak. Due to the nature of the samples no further testing could be performed. The reported condition was not verified by the photographs. Two retention samples were visually inspected with the naked eye and no issues were noted. Additionally, all junctions underwent a push-pull test, and no disconnections were confirmed. The retention samples underwent a leak test, and no leaks were identified, and no blockages were found. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had leakage. The issue was identified during filling of the lines (priming), before patient connection. There was no patient involvement. No additional information is available.